Manufacturer narrative:
Concomitant product: 4968-25, lead, implanted: (B)(6) 2009.

Event description:
It was reported that the right ventricular (rv) lead had increasingly high thresholds and eventually non capture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
Additional information was received that a lead fracture was suspected. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.